Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00554. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed coils in the target location using a non-penumbra microcatheter. It was reported that the physician experienced resistance while advancing a smart coil into the target location; however, the smart coil was able to be successfully deployed and detached. The physician then experienced resistance and was unable to advance another smart coil through the microcatheter. Consequently, the smart coil pusher assembly became kinked in multiple locations, causing the smart coil to unintentionally detach while partially within the aneurysm and partially outside the aneurysm. The loop of the detached smart coil that was outside of the aneurysm was pinned to the vessel wall by a non-penumbra stent, and therefore no attempts were made to remove the detached smart coil from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.